Event description:
Adverse event: swelling and warmth of the left knee. On (B)(6) 2012 - a (B)(6) female patient received artz dispo injection with xylocaine to the knees for osteoarthritis. On (B)(6) 2012 - she developed swelling and warmth of the left knee. Arthrocentesis was performed. Her fluid was light-cloudy yellow. Culture test was performed and the result was negative. On (B)(6) 2012 - she recovered with no oedema. The injection physician considered that the event was possibly related to the artz dispo because of no other possibility.

Manufacturer narrative:
This case was one of the similar six cases reported from a same facility. We are now investigating this case. Additional lot number: 2ad26p.